Event description:
It was reported that when the non-dependent patient presented to the ER with symptoms of pocket stimulation, lead was found to have dislodged and coiled around in the pocket via x-ray. Twiddler syndrome was suspected. Loss of capture and sensing were also observed during testing. The lead was explanted and replaced. The patient was fine post-procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.